Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During a remote follow-up, episodes of noise resulting oversensing were observed on the right ventricular (rv) lead. The suspected cause of the event was externalized conductors on the rv lead. Technical support was contacted and recommended reprogramming to resolve the event. The rv lead was capped and replaced to resolve the event. The patient was stable.